Manufacturer narrative:
Patient has a flexion contracture. Surgery is planned to perform releases and exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Patient has a flexion contracture. Surgery is planned to perform releases and exchange the poly inserts.